Manufacturer narrative:
(B)(4) - the device was not returned for evaluation, but a device history review was obtained for lot number 88285. There is nothing in the device history record that would indicated that the device was released with any non-conformances that would contribute to the reported event.

Event description:
It was reported on (B)(6) 2019 that a (B)(6) -year-old white male enrolled into the ice-afib clinical trial, completed study procedure on (B)(6) 2019. The concomitant procedure included tricuspid valve repair, patent foramen ovale (pfo) closure, cryo ablation, and left atrial appendage closure. Post-procedure the patient was in atrial fibrillation and was cardioverted to sinus rhythm. On (B)(6) 2019 the patient experienced a pericardial effusion which worsened and required surgery on (B)(6) 2019 where 260ml bloody fluid was drained. On (B)(6) 2019, the patient was discharged home in stable condition. This was a procedure related complication. There was no reported device malfunction.